Manufacturer narrative:
B1 adverse event and/or product problem- additional b5 describe event or problem - additional h2 correction/additional information h6 medical device problem code - correction h6 type of investigation - additional h6 investigation findings - correction. H6 investigation conclusion - correction.

Event description:
Subsequent to the initial MDR, additional information became available. It was reported that an alert/notification settings issue occurred. On (B)(6) 2025, it was reported by the patient's fiance that because the alarm was not functioning properly, the patient was unable to hear the alert or alarm from her phone. In the morning, the patient woke up because she felt dizzy and vomited. When she check her dexcom app she had high readings and it showed 400mgdl. She called her fiance and ask help to check her sugar using the glucometer. When they did the bg test, it read 400 mgdl and the dexcom also read 400 mgdl. The patient's fiance injected her right away with 10units of novolog. She had her omnipod5 but it was not working (documented as not in modified closed loop). After injecting the novolog the fiance called the ems/911 for help. The ambulance arrived right away within a few minutes only. She was transported immediately to the hospital via ambulance. At around 12:15nn then they arrived at the hospital. Upon arrival at the hospital the nurses and doctors attended her right away. They get another test for his blood sugar and it read 1200mgdl. It was so high and the doctor advised to get all the necessary laboratory test for her heart and blood test for her sugar. She was also injected with an insulin drip when her sugar still on high reading. Her dexcom cgm and the omnipod5 was removed by the nurses at the hospital. She was admitted and stayed at the hospital for 2 days. During the call, she was feeling better but still recovering and she still feel so weak. Data investigation confirmed an alert/notification settings issue as no alert/notification. The probable cause was determined to be disabled snooze feature. No additional event or patient information is available.

Manufacturer narrative:
(B)(4) h6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an alert/notification settings issue occurred. On (B)(6) 2025, it was reported by the patient's fiance that because the alarm was not functioning properly, the patient was unable to hear the alert or alarm from her phone. In the morning, the patient woke up because she felt dizzy and vomited. When she check her dexcom app she had high readings and it showed 400mgdl. She called her fiance and ask help to check her sugar using the glucometer. When they did the bg test, it read 400 mgdl and the dexcom also read 400 mgdl. The patient's fiance injected her right of way with 10units of novolog. She had her omnipod5 but it was not working (documented as not in modified closed loop). After injecting the novolog the fiance called the ems/911 for help. The ambulance arrived right away within a few minutes only. She was transported immediately to the hospital via ambulance. At around 12:15nn then they arrived at the hospital. Upon arrival at the hospital the nurses and doctors attended her right of way. They get another test for his blood sugar and it read 1200mgdl. It was so high and the doctor advised to get all the necessary laboratory test for her heart and blood test for her sugar. She was also injected with an insulin drip when her sugar still on high reading. Her dexcom cgm and the omnipod5 was removed by the nurses at the hospital. She was admitted and stayed at the hospital for 2 days. During the call, she was feeling better but still recovering and she still feel so weak. Data has been received but is pending evaluation. A follow up report will be submitted upon completion. No additional event or patient information is available.